Event description:
It was observed that during the device evaluation, the xenon light source had due to detachment of lamp, the light is poor. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: due to deterioration of lamp, the light is poor, the most probable cause of the identified failures is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.